Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger of the first proglide device was being removed, it was felt that it did not have the thread. The same thing happened with the second proglide device, but it was noted that the suture was cut or released where the thread was attached to the needle. The sutures of a third and fourth proglide device were successfully pre-placed. The sheath was upsized to an 18f sheath and the tavi procedure was completed. When the knot of the third proglide device was being tightened and while maintaining the tension to finish tying the knot with the white handle, the suture broke on the outside, near the finger and it was frayed. The same traction was maintained all the time, which was not too much but the usual. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, when the plunger of the first and second proglide device was removed, it felt like the plunger did not have the thread. It was noted that the sutures were cut or released where the thread was attached to the needle. After the suture break occurred with the third proglide device, a fifth proglide device was deployed. Hemostasis was achieved with the pre-placed suture of the fourth proglide device and the suture of the fifth proglide device.